Manufacturer narrative:
Received 1rk 454322/b200734s for evaluation. Received customer picture. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. Customer samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be observed in the tested samples. Therefore, the complaint is not confirmed. Corrected data: h3: samples received; h6 type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples from the customer were only recently received for evaluation. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes do not seem to be holding their vacuum (or vacuum is not strong enough). They are receiving a lot of tubes that are not drawn to an acceptable level to run the coagulation testing. These are extremely volume sensitive. They have rejected tubes from the ER, floor, nursing homes, home care, clinics and even their own staff have had major issues getting these to full volume. All of the tubes are having issues and the blue top makes them unusable and patients must be redrawn. They have checked the expiration date to be sure that was not an issue and they are not even close to the expiration date listed on the tubes. Customer states this is occurring with multiple phlebotomists within their facility as well as multiple other facilities that bring samples to them including clinics, nursing homes and home health nurses. These samples are being collected with vacutainers in their lab. There may be one or two from a nursing home that used a butterfly (winged device, they will have to ask as they come in in the future), an occasional syringe with transfer device has been used as well. Discard tubes are drawn, tubes are held into the device as well as removed and reinserted when they appear to not be filling correctly. In addition, when in house phlebotomists are not getting a full draw they are pulling a new tube and attempting to get a full draw on the new tube from the same venipuncture. They have just really started keeping track of the number of tubes that this is occurring with. They are around 8-10% underfilling, right now . They are filling approximately ¿ inch below the minimum fill mark on the tube.